Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shocks due to far p oversensing on the implantable cardioverter-defibrillator. The recommended programming changes were made to attempt to prevent further inappropriate therapies. Additional inappropriate shocks were noted post programming changes. The patient was sent to the hospital emergency room for further evaluation. No patient symptoms were reported.